Event description:
The customer contacted physio-control to report that their device unexpectedly shut off while in use with a patient. Manual CPR was then delivered. The patient later died at the hospital. Multiple attempts to obtain patient information from the customer were made without response. A clinical review determined that the device malfunction may have contributed to the patient's death.

Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under MFR # 0003015876-2020-00538. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and found that two of their three batteries would not hold a charge and that the charge port was damaged and would not hold the charging cord in place. Physio replaced the dc input port to resolve the reported issue. The customer will also be provided with replacement batteries. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.